Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and type of peritonitis was not reported. On an unreported date, the patient was taking cystatin (dose, frequency and route not reported) for peritonitis. The patient was not hospitalized for the events. On an unreported date, extraneal therapy was discontinued but pd therapy with the other solutions continued. The outcome of the peritonitis was not reported. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number h13h05023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.